Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that curved tibial trial was broken by surgeon when extracting after trialing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3

Event description:
-A. Was there any adverse consequence/s that affected the patient because of the reported event? No, there were no adverse consequences. B. Can you please provide the lot number of the reported product? Unknown c. If depuy synthes instrumentation broke during surgery, were all pieces retrieved from the patient? Yes, all pieces were retrieved from the patient. D. Was surgery time extended due to a depuy synthes product? If yes, how long? Time was not extended during the case. E. What is the event date? (B)(6)2022